Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation. Two devices were confirmed to have overheating and leaking; one device had worn bearings and one device had a corroded driveshaft. No component malfunction was identified to have caused or contributed to the leaking. One device was confirmed to have overheated but not confirmed to have leaked; evaluation found that the device had a corroded driveshaft. No component malfunction was identified to have caused or contributed to the leaking. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which two devices reportedly leaked and overheated. Two devices leaked at the user facility with patient involvement and during testing at stryker overheated; no patient impact. One device leaked and overheated at the user facility with no patient involvement; no patient impact.